Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high thresholds with no capture and high out of range impedance due to a setscrew connection issue. The lead was revised and reconnected to the device. The lead remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) setscrew was not adequately tightened and had a connection issue with the rv lead. The device interrogated high out range pacing impedance and high thresholds with no capture. The device was revised and the setscrew was tightened. The device remains in use. No patient complications have been reported as a result of this event.